Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended. Log review shows on 12/15/2025 and 19:36pm an infusion start of 72ml/hr and 60ml (dl: propofol). At 19:42pm new dose rate was set to 170mcg/kg/min (81.6ml/hr) and at 19:47pm new dose rate was set to 200mcg/kg/min (96ml/hr) and at 20:11pm vtbi near end alarmed and at 20:13pm infusion was stopped, then started, and at 20:14pm a series of boluses were performed per statement. Preventative maintenance was performed.

Event description:
As reported by the user facility: the complainant reported that a pump used to infuse propofol did not deliver the programmed volume to be infused (vtbi), and the patient awakened prior to completion of the surgery.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.